Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with herniation and underwent micro endoscopic discectomy. Intra-op, the image obtained was more blurred than usual. The product came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure time as a result of this event. No patient complications were reported.